Manufacturer narrative:
The device was not received by nuvasive as it was left in-situ so no product examination could be completed. Images provided confirmed the complaint. No torque handle information was provided possible hand tightening. The patients post-operative physical activity is unknown. The root cause of the issue is unknown, but may be the result of insufficient torque, incomplete assembly, delayed fusion or excessive post operative physical activity. No additional investigation can be completed. Labeling review: "implant construction: using the short endcap lock screw driver and two endcap lock screws per endcap, lock the endcaps onto the core. The endcap lock screw driver will break away when the endcaps are fully tightened (fig. 10). Flip the loading block over and repeat the process to attach the top endcap, confirming that both endcaps are oriented in the same direction upon final construction." "Warnings, cautions and precautions: all components should be final tightened per the specifications in the surgical technique. Implants should not be tightened past the locking point, as damage to the implant may occur. Care should be taken to confirm that all components are ideally fixated prior to closure." "Preoperative warnings: care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant." Left in-situ.

Event description:
On (B)(6) 2020 a patient underwent a corpectomy procedure. On (B)(6) 2021 CT scan images identified the upper end cap tilted to the right. No revision surgery planned.